Event description:
It was reported that the atrial lead had an apparent lead fracture. It was also reported that the atrial lead had high impedance and high thresholds. The atrial lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.